Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the recurrent mr could not be conclusively determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital with recurrent mr. The clip is stable on both leaflets. However, the physician is unable to explain why the mr increased. Mr to increase to a grade of 3-4. For treatment, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of <1.